Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was double counting of p-waves and the device kept mode switching unnecessarily due to the double counting. The sensitivity was attempted to be reprogrammed, but the right atrial lead continued getting oversensing. It was noted that the patient was not in an arrhythmia. The device and lead remain in use. No patient complications have been reported as a result of this event.